Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("excessive abnormal bleeding") and myocardial ischaemia ("ischemic heart disease") in a 32-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included body mass index, breast cyst, urinary incontinence, smoker and vaginal odor. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("heavy periods with clotting / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder (ocd)"), feeling abnormal ("brain fog") and memory impairment ("issues with memory"). In 2013, the patient experienced abdominal distension ("bloating"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("heartburn") and abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), weight increased ("weight gain"), acne ("acne"), keratosis pilaris ("keratosis pilaris"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced cyst ("cysts"), migraine ("migraines"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), uterine leiomyoma ("fibroids"), vaginal discharge ("vaginal discharge"), visual impairment ("decreased vision"), fatigue ("fatigue") and carbohydrate antigen 125 increased ("elevated ca125"). In 2017, the patient experienced myocardial ischaemia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced type IV hypersensitivity reaction ("delayed-type hypersensitivity"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), depression ("depression"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), premature menopause ("early menopause"), libido decreased ("decreased libido"), thyroid disorder ("thyroid dysfunction"), panic attack ("panic attacks"), adenomyosis ("adenomyosis"), anaemia ("anemic"), antinuclear antibody positive ("positive ana"), hypotension ("low blood pressure"), constipation ("constipation"), hernia ("hernia"), arthralgia ("hip pain / wrist pain"), pain in extremity ("leg pain") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, migraine and gastrooesophageal reflux disease had resolved and the genital haemorrhage, cyst, alopecia, weight increased, depression, menorrhagia, amnesia, breast tenderness, premature menopause, libido decreased, thyroid disorder, vaginal haemorrhage, anxiety, obsessive-compulsive disorder, panic attack, feeling abnormal, memory impairment, type IV hypersensitivity reaction, acne, keratosis pilaris, bladder disorder, urinary tract disorder, headache, adenomyosis, anaemia, antinuclear antibody positive, hypotension, myocardial ischaemia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, visual impairment, fatigue, abdominal distension, constipation, dyspepsia, hernia, carbohydrate antigen 125 increased, abdominal pain, arthralgia, pain in extremity and neck pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, amnesia, anaemia, antinuclear antibody positive, anxiety, arthralgia, back pain, bladder disorder, breast tenderness, carbohydrate antigen 125 increased, constipation, cyst, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hypotension, keratosis pilaris, libido decreased, memory impairment, menorrhagia, migraine, myocardial ischaemia, nausea, neck pain, obsessive-compulsive disorder, pain in extremity, panic attack, pelvic pain, premature menopause, thyroid disorder, tooth disorder, type IV hypersensitivity reaction, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "breast tenderness, early menopause, decreased libido, thyroid dysfunction, abnormal bleeding (vaginal, anxiety, obsessive-compulsive disorder (ocd), panic attacks, brain fog, issues with memory, delayed-type hypersensitivity, acne, keratosis pilaris, bladder problems, urinary problems or changes, headaches, adenomyosis, anemic, positive ana, low blood pressure, ischemic heart disease, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fibroids, vaginal discharge, decreased vision, fatigue, bloating, constipation, gerd, heartburn, hernia, elevated ca125, abdominal pain, hip pain, leg pain, neck pain", reporter added from pfs. Concomitant and historical condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("excessive abnormal bleeding") and myocardial ischaemia ("ischemic heart disease") in a 32-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included body mass index normal, breast cyst, urinary incontinence, smoker and vaginal odor. On (B)(6)2008, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia ("heavy periods with clotting / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2013, the patient experienced anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder (ocd)"), feeling abnormal ("brain fog") and memory impairment ("issues with memory"). In 2013, the patient experienced abdominal distension ("bloating"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("heartburn") and abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), acne ("acne"), keratosis pilaris ("keratosis pilaris"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced periodontal disease ("dental problems - periodontal disease"). In 2015, the patient experienced ovarian cyst ("cysts - ovarian cyst"), migraine ("migraines"), incontinence ("bladder or urinary problemsor changes -incontinence"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("decreased vision") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids / leiomyomas") and carbohydrate antigen 125 increased ("elevated ca125"). In 2017, the patient experienced myocardial ischaemia (seriousness criterion medically significant). In september 2017, the patient experienced type IV hypersensitivity reaction ("delayed-type hypersensitivity"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), depression ("depression"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), premature menopause ("early menopause"), libido decreased ("decreased libido"), thyroid disorder ("thyroid dysfunction"), panic attack ("panic attacks"), adenomyosis ("adenomyosis"), anaemia ("anemic"), hypotension ("low blood pressure"), constipation ("constipation"), hernia ("hernia"), arthralgia ("hip pain / wrist pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), rash ("rashes"), mood swings ("mood swings") and hot flush ("hot flashes") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on 3-jul-2017. At the time of the report, the pelvic pain, back pain, menorrhagia, migraine, vaginal haemorrhage, incontinence, nausea, periodontal disease, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease and rash had resolved and the genital haemorrhage, myocardial ischaemia, ovarian cyst, alopecia, weight increased, depression, amnesia, breast tenderness, premature menopause, libido decreased, thyroid disorder, anxiety, obsessive-compulsive disorder, panic attack, feeling abnormal, memory impairment, type IV hypersensitivity reaction, acne, keratosis pilaris, headache, adenomyosis, anaemia, antinuclear antibody positive, hypotension, uterine leiomyoma, visual impairment, abdominal distension, constipation, dyspepsia, hernia, carbohydrate antigen 125 increased, abdominal pain, arthralgia, pain in extremity, neck pain, mood swings and hot flush outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, amnesia, anaemia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast tenderness, carbohydrate antigen 125 increased, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hot flush, hypotension, incontinence, keratosis pilaris, libido decreased, memory impairment, menorrhagia, migraine, mood swings, myocardial ischaemia, nausea, neck pain, obsessive-compulsive disorder, ovarian cyst, pain in extremity, panic attack, pelvic pain, periodontal disease, premature menopause, rash, thyroid disorder, type IV hypersensitivity reaction, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on 18-feb-2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: previously reported events- "bladder or urinary problemsor changes , dental problems ,cysts" pt updated to "incontinence, periodontal disease,periodontal disease" respectively, events- "mood swings, hot flashes, rashes" added, previously reported events- "dysmenorrhea (cramping), bladder or urinary problemsor changes -incontinence , vaginal discharge , heavy periods with clotting / abnormal bleeding (menorrhagia) , abnormal bleeding (vaginal) , nausea , dyspareunia (painful sexual intercourse) , dental problems - periodontal disease , fatigue , rashes " outcome updated to "recovered / resolved" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("excessive abnormal bleeding") and myocardial ischaemia ("ischemic heart disease") in a 32-year-old female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy. Previously administered products included for an unreported indication: triphasil. Concurrent conditions included body mass index normal, breast cyst, urinary incontinence, smoker and vaginal odor. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("heavy periods with clotting / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder (ocd)"), feeling abnormal ("brain fog") and memory impairment ("issues with memory"). In 2013, the patient experienced abdominal distension ("bloating"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("heartburn") and abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia / hair loss"), weight increased ("weight gain"), acne ("acne"), keratosis pilaris ("keratosis pilaris"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced cyst ("cysts"), migraine ("migraines"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), uterine leiomyoma ("fibroids"), vaginal discharge ("vaginal discharge"), visual impairment ("decreased vision"), fatigue ("fatigue") and carbohydrate antigen 125 increased ("elevated ca125"). In 2017, the patient experienced myocardial ischaemia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced type IV hypersensitivity reaction ("delayed-type hypersensitivity"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), depression ("depression"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), premature menopause ("early menopause"), libido decreased ("decreased libido"), thyroid disorder ("thyroid dysfunction"), panic attack ("panic attacks"), adenomyosis ("adenomyosis"), anaemia ("anemic"), antinuclear antibody positive ("positive ana"), hypotension ("low blood pressure"), constipation ("constipation"), hernia ("hernia"), arthralgia ("hip pain / wrist pain"), pain in extremity ("leg pain") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, migraine and gastrooesophageal reflux disease had resolved and the genital haemorrhage, cyst, alopecia, weight increased, depression, menorrhagia, amnesia, breast tenderness, premature menopause, libido decreased, thyroid disorder, vaginal haemorrhage, anxiety, obsessive-compulsive disorder, panic attack, feeling abnormal, memory impairment, type IV hypersensitivity reaction, acne, keratosis pilaris, bladder disorder, urinary tract disorder, headache, adenomyosis, anaemia, antinuclear antibody positive, hypotension, myocardial ischaemia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, visual impairment, fatigue, abdominal distension, constipation, dyspepsia, hernia, carbohydrate antigen 125 increased, abdominal pain, arthralgia, pain in extremity and neck pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, alopecia, amnesia, anemia, antinuclear antibody positive, anxiety, arthralgia, back pain, bladder disorder, breast tenderness, carbohydrate antigen 125 increased, constipation, cyst, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hypotension, keratosis pilaris, libido decreased, memory impairment, menorrhagia, migraine, myocardial ischaemia, nausea, neck pain, obsessive-compulsive disorder, pain in extremity, panic attack, pelvic pain, premature menopause, thyroid disorder, tooth disorder, type IV hypersensitivity reaction, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cysts"), back pain ("lower back pain"), alopecia ("alopecia"), weight increased ("weight gain"), depression ("depression"), menorrhagia ("heavy periods with clotting"), migraine ("migraines") and amnesia ("memory loss"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, cyst, back pain, alopecia, weight increased, depression, menorrhagia, migraine and amnesia outcome was unknown. The reporter considered alopecia, amnesia, back pain, cyst, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.